Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 5mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter would not hold its pressure during an inflation to 20 atmospheres (atm). A second attempt to inflate the balloon was made but the same problem occurred. A 6mm x 4cm powerflex extreme pta balloon catheter was used as a replacement and was able to fully efface the lesion without issue. There were no reported injuries to the patient. This was during a procedure to treat a cephalic vein stenosis. The target vessel was not calcified, not tortuous, and had a stenosis percentage greater than 80%. The device was stored and prepped per the instructions for use (IFU) then loaded onto an unknown guidewire and advanced to the indicated lesion prior to the malfunction occurring. There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio was 50% saline/50% contrast. No blood was observed inside the inflator when removing the balloon catheter, and there was no difficulty connecting the inflator to the luer hub prior to inflation. The device will be returned for evaluation. A non-sterile ¿powerflex extreme 5x4 80cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed, revealing that the unit does not present any damages or anomalies. The balloon was returned deflated, and no other outstanding details were observed. Functional testing was conducted by attaching an inflator/deflator device to the inflation port and applying positive pressure to reach the rated burst pressure. However, despite the manometer indicating 10 psi, the balloon remained deflated, suggesting an obstruction in the inflation lumen. A cross-section cut was made on the distal section of the shaft for inspection with a vision system. The inflation lumen was found to be saturated with a sticky contrast solution. An additional cross-section cut in the middle of the shaft revealed the same condition: the inflation lumen was saturated and obstructed with a sticky contrast solution. A cross-section cut near the edge of the proximal end of the balloon showed the inflation lumen had the expected shape with no obstruction. Using a special connector, water was injected into the balloon. No leakage was observed, and the balloon inflated as expected. The reported ¿balloon leakage - during positive pressure¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined. The inflation lumen was saturated with contrast and a proper functional analysis could not be performed; however, a cross-sectional cut was made in order to verify the patency of the inflation lumen and if any anomalies were noted on the attempt to inflate. The inflation lumen was present as expected and the balloon inflated without any leakages noted. Based on the information available for review, handling and procedural factors likely contributed to the event reported as no leakages were found on the balloon during analysis. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. To reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter would not hold its pressure during an inflation to 20 atmospheres (atm). A second attempt to inflate the balloon was made but the same problem occurred. A 6mm x 4cm powerflex extreme pta balloon catheter was used as a replacement and was able to fully efface the lesion without issue. There were no reported injuries to the patient. This was during a procedure to treat a cephalic vein stenosis. The target vessel was not calcified, not tortuous, and had a stenosis percentage greater than 80%. The device was stored and prepped per the instructions for use (IFU) then loaded onto an unknown guidewire and advanced to the indicated lesion prior to the malfunction occurring. There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio was 50% saline/50% contrast. No blood was observed inside the inflator when removing the balloon catheter, and there was no difficulty connecting the inflator to the luer hub prior to inflation. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.